Event description:
Systemic allergic reaction [hypersensitivity]. Case description: spontaneous report received on 07-aug-2008 from an hcp via a company physician regarding a patient, sex, age and initials unknown, who experienced a significant systemic allergic reaction after starting synvisc. The patient received two injections of synvisc into unknown site(s) on unknown dates. Forty-eight hours after receiving the second synvisc injection, the patient experienced a significant systemic allergic reaction. The patient went to the emergency room with swollen eyes, rash on arms, back and hives. The patient was treated and according to the physician, "did well". At the time of this report, the outcome is unknown.

Manufacturer narrative:
Eval summary: the product lot number was not provided therefore; a batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continued to monitor complaints.